Manufacturer narrative:
The device associated with this incident was returned for testing. Control solution tests were performed, and the results were within range.

Event description:
The patient said the control 2 test result was out of range. The range was 274-412 and the member received results >600.